Event description:
It is reported this event occurred in the anesthesia department. During initial insertion, the guide wire severely bent. As a result, a new kit was opened and used successfully. There was a delay in treatment reported, however, it is noted there was no harm to the patient due to this delay. There was no reported patient injury, complication, or death.

Manufacturer narrative:
(B)(4).